Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. A report was received from health canada's canada vigilance program which states, " while doing am routine assessment and checking pumps and settings; two (2) alaris IV pumps running norepinephrine and heparin turned-off and would not re-start/re-power on. Patient blood pressure dipped slightly and recovered after moving vasopressor to a different pump."